Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported "constant close door alarm" was reproduced. A review of the event history log revealed 'shut door - power off' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the defective lower hook switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a constant 'close door' alarm. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.